Event description:
It was reported patient experienced discomfort at the ipg site. To address the issue, patient underwent surgical intervention wherein the ipg was explanted and replaced and the ipg site was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.